Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive, that the pump was not exposed to extreme temperatures, but a temperature alarm occurred, a cartridge did not fit onto the pump and the battery and that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.